Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead displayed high thresholds and loss of capture (loc) after pocket closure during the implant procedure. The pocket was reopened. The lead was disconnected from the header and flushed with saline. During the saline flush, saline leaked out of the lead just below the suture sleeve. Insulation damage was suspected. The lead was removed and a new lead was implanted. There were no additional adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Puncture holes were noted in the insulation between 145-155 millimeters from the terminal pin, only one appears to be completely through. It appears the lead was compressed in this area, most likely from some type of grabbing tool. There are compression marks in the insulation from the underlying coils. Pressure testing failed due to the previously mentioned puncture hole.

Event description:
--